Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading at the time of the event was unknown. The customer experienced shakiness and sweating. It was stated that the customer may have exposed the insulin pump to a cat scan a few weeks ago. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.